Manufacturer narrative:
(Exemption number e2015033). (B)(4). Conclusion: investigation results show that humidity ingress led to the device electronics failure over time. However the housing of the device was damaged during helium pressure testing. Based on the manufacturer_s experience with this kind of device, it can be assumed that the device has failed due to loss of hermeticity at the housing braze joint. This is a final report.

Event description:
The patient is no longer able to hear with the device. The patient denies any trauma or illness. The patient was re-implanted.

Manufacturer narrative:
(Exemption number e2015033). (B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient is not able to hear with the device. The patient denies any trauma or illness.